Manufacturer narrative:
The actual device involved in the reported event was not returned for analysis. However, the issue of split or ruptured tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of those high pressure sets which are appropriate for use with power injectors.

Event description:
Report rec'd of tubing "rupture" during use with a power injector. During a computerized tomography (CT) scan of the abdomen, a medrad power injector was connected to the extension set. An unspecified amount of omnipaque contrast media was being infused at an inspecified psi and rate. After an unspecified length of time, the tubing was noted to be leaking just above the locking adapter. The CT scan was completed using a replacement extension set. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.